Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. Vascular access was obtained via right femoral artery. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced to predilate the lesion. Upon the first inflation, the balloon ruptured at 7 atmospheres. The device was retrieved intact. Procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.